Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis. However, there is no objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique as it was reported the patient did not wear a face mask and touched the pd catheter end during a pd exchange.

Event description:
It was reported that a patient experienced peritonitis. The patient was seen in the outpatient pd clinic with complaints of cloudy pd effluent and abdominal pain. A pd culture was obtained on the same day, which yielded growth of staphylococcus epidermis. The patient was treated with vancomycin 2 grams and fortaz 1 gram intra-peritoneal (ip) on an outpatient basis. The patient is recovering and continues pd therapy with the same cycler without further reported issue. Per the nurse, the patient did not experience issues with any fresenius products, or any fluid leaks, in relation to the peritonitis event. The nurse indicated the patient¿s peritonitis was related to the patient¿s breach in aseptic technique as the patient admitted to not wearing a face mask and touching the pd catheter end during a pd exchange.